Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated that the patient had gone through withdrawal when the pump failure occurred.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. It was clarified that the patient was originally scheduled for replacement in (B)(6) due to normal elective replacement indicator eri). It was noted that the patient¿s pump was set to minimum rate per the managing physician¿s request and that the patient would be managed with oral medications. It was indicated that the pump was scheduled for replacement for (B)(6) 2017. No further complications were reported.

Event description:
It was indicated that the pump was scheduled for replacement for (B)(6) 2017 (note that in the previous report the replacement date was entered as (B)(6) 2017 ; however (B)(6) 2017 was the correct date that was reported in the source document).

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving clonidine [1250 mcg/ml] at a dose of 219.4 mcg/day and dilaudid [15 mg/ml] at a dose of 2.633 mg/day via an implantable pump for non-malignant pain and radicular pain syndrome (radiculopathies). It was reported on 2017-jun-18 that a motor stall was seen at initial interrogation and that the patient did not recently have an MRI (magnetic resonance imaging). It was detailed that per the event logs there was a motor stall on (B)(6) 2017 at 14:09 and a recovery at 10:44, and another stall occurred on (B)(6) 2017 with tube set on (B)(6) 2017 and a stall recovery on (B)(6) 2017 at 05:48. It was indicated that the patient was currently hospitalized since last friday (B)(6) 2017 and had heard the pump alarming every hour. It was noted that the patient had undiagnosed health issues and had been hospitalized four times within this time frame and that the hcps were trying to determine what those health issues were prior to the patient undergoing surgery to have the pump replaced. It was also noted that the patient had ¿tons of¿ CT (computerized tomography) scans during this time frame. It was indicated that the pump was scheduled to be replaced at the end of (B)(6) 2017 but that was when the patient¿s undiagnosed health issues began. It was then scheduled to be replaced (B)(6) 2017 but had still not been replaced yet. It was noted that the last pump refill was (B)(6) 2017 but the representative did not believe the event logs were reviewed at that time. It was stated that the patient¿s doctor did not have hospital privileges where the patient was currently at and that the healthcare professionals (hcp) were supplementing the patient with another form of pain medications. It was indicated that the manufacturer's representative was notified by the manufacturer's national answering service on 2017-jun-18. Information was requested regarding intrathecal to oral conversion but the representative was redirected to a pharmacist. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on (B)(6) 2017. It was reported that the patient's pump had been alarming again on an unknown date after the previously reported motor stall issues. The patient was scheduled for eri replacement on (B)(6) 2017, and the alarm was reported while the patient was in pre-op. Environmental, external, and patient factors that may have led or contributed to the issue were unknown, and no diagnostics/troubleshooting were reportedly performed. The pump was replaced and the issue was considered resolved. The patient's status at the time of report was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for analysis and review of the pump logs confirmed multiple motor stalls occurred. Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse dilaudid (hydromorphone) and clonidine. If information is provided in the future, a supplemental report will be issued.